Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. The sinus tract extended to the mesh, fibrosis with associated acute, chronic, and foreign body granulomatous inflammation. Cultures of the wound and mesh grew (B)(6). Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." A review of the manufacturing records is not possible at this time as the lot number is unknown. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent repair of an incisional ventral hernia. A bard/davol ventrio was implanted in the patient during this repair. On (B)(6) 2013: the patient underwent surgery to remove abdominal wall mesh. During the surgery the physician found that the sinus tract extended to the mesh. Pathological diagnosis of the mesh and sinus tract revealed fibrosis with associated acute, chronic, and foreign body granulomatous inflammation. Cultures of the wound and mesh grew (B)(6). On (B)(6) 2014: the patient continues to experience complications related to the mesh and required additional surgeries to repair the damage from the mesh. On (B)(6) 2015: the patient continues to experience complications related to the mesh and required additional surgeries to repair the damage from the mesh. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured and sustained past and future severe pain, suffering, disability, impairment.